Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the multiple unknown alarms occurred and that the touch screen was not timing out as intended. There was no reported impact to blood glucose. No further information was obtained as customer declined troubleshooting with tandem technical support.